Event description:
The initial reporter received questionable ise indirect na for gen.2 results for two patient samples tested on a cobas 6000 c 501 module. The initial results were not reported outside of the laboratory. The results were compared to an abl 800 ¿ radiometer instrument and the cobas ise results were noted to be higher than expected. The initial result of sample #(B)(6) from the module at 6:51 am was 218 mmol/l. The repeat result from the radiometer instrument at 8:51 am was 138 mmol/l. The initial result of sample #(B)(6) from the module at 6:59 am was 189 mmol/l. The repeat result from the radiometer instrument at 9:21 am was 140 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
On (B)(6) 2022, the field application specialist (fsa) performed an electrode exchange, ion-selective electrode (ise) solutions exchange, and ise maintenance. Calibration and qc were performed with acceptable results. The problem was not resolved. The field service engineer (fse) visited the customer site and identified an issue with the rinse unit. After the fse service, no further issues were reported by the customer. The investigation determined the leakage/seal issue identified by the fse was the cause of the event.